Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator early. The device was explanted and replaced. No patient complications were reported as a result of this event. It was reported that this device had early rrt.